Event description:
This l v lead was implanted on (B)(6) 2011. A call to technical services on (B)(6) 2011 states that they are seeing double sensing on l v lead. L v sense lining up with as event. Seeing as lv rvs. Technical services had rep check sensing in all vectors, still getting far-field. Had rep turn off lv sensing, could not capture, there is no morphology change on surface in all vectors. Rep stated lead placed basal and lateral. Technical services stated I would consider cxr, thought is lead is dislodged. Rep working with dr. (B)(6). Technical services requested call back if they open pocket. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)